Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Recommendation was made to consult with a healthcare provider regarding diabetes management.